Event description:
It was reported that the pump had to be taken out twice. The patient had a ¿granuloma attached to her spinal cord in 2010 when the second pump was put in she had to lay flat for a week¿. The pump was delivering morphine and bupivacaine at the time of the event. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).